Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element plus clinical study it was reported that plaque shift occurred. In (B)(6) 2012, the patient presented with unstable angina and was subsequently diagnosed with myocardial infarctions (mi). Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the first obtuse marginal (om1) with 100% stenosis and was 14mm long with a reference vessel diameter of 3.3mm. The lesion was treated with direct stent placement using a 2.75x20.00mm promus element plus stent. Following post dilatation, the residual stenosis was 0%.two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to chest pain and was hospitalized on the same day. Four days from the onset of symptoms, coronary angiography was performed and revealed 80% ostial lesion at ramus, patent previously placed 2.75x20.00mm promus element plus study stent at om1 and 50% irregularities at left posterolateral branch (lpl). On the same day, the 80% stenosis at ramus was treated by balloon angioplasty and deployment of a 2.50x16mm synergy ii everolimus-eluting platinum chromium coronary stent system. Post deployment, it was noted that there was a plaque shift noted to the inferior wall of ostial left circumflex (lcx) artery, which was treated by dilating with a 3.5x12.00mm emerge balloon catheter. Post dilatation, the residual stenosis was 0%. Additionally, the 75 % proximal stenosis at right coronary artery (rca) was treated by the placement of a 4.0x12.0mm synergy drug eluting stent. The following day, the event was considered resolved and the patient was discharged on aspirin.